Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant procedure several positions were attempted however thresholds tested high and the helix could not be retracted. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. The distal end/electrodes of the lead were bent. Visual analysis of the lead indicated the lead was stretched, and damage at implant. The analyst noted that the lead was returned with the helix is fully retracted, and with the lead distal end bent. /photo taken and saved. The returned lead stretched, measured 60cm, and with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.